Event description:
Clinical study. Same case as MFR #6000089-2004-00777 and 00780. After a coronary drug eluting stenting treatment procedure, the pt's cardiac enzymes met protocol for a myocardial infarction. The pt was enrolled in the program in 2004. Target lesion 1 (14 mm long) was identified in the mid rca with 80-90% stenosis and a 3.70 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.5 x 24 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 (32 mm long) was identified in the mid lad with 90% stenosis and a 3.25 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of two overlapping taxus stents (3.0 x 32 mm and 3.5 x 16 mm). Residual stenosis was 0% following post-dilatation; however, there was complete loss of the lad diagonal and compromise of the septal branch (timi 2 flow). The pt was taken to the ccu on IV nitroglycerin after angio-seal femoral closure device was placed. The pt was monitored in the ccu and had no arrhythmia. Cardiac enzymes met guideline criteria for mi. EKG showed anteroseptal infarct of indeterminate age. A post-implant procedure echocardiogram showed no severe lv dysfunction and the pt was discharged to home 4 days later in stable condition.